Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and twelve inappropriate treatments. The device was started up at 18:00:54 on (B)(6) 2024. At 00:36:23 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 200 bpm with motion/tactile and electrode lead falloff. At 00:36:59, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm with motion/tactile and electrode lead falloff. The post shock rhythm was asystole with tactile artifact and electrode lead falloff for 13 seconds transitioning to sinus bradycardia @ 20 bpm with tactile artifact and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. After the appropriate treatment, the patient subsequently received twelve inappropriate treatments between 01:06:03 and 01:18:27. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detections. The patient was in a non-life-sustaining rhythm during these events. Rhythm at the time of each treatment was asystole with CPR/intermittent cardiac activity. The post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/intermittent cardiac activity. The electrode belt was disconnected at 01:19:32 on (B)(6) 2024.